Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customers blood glucose value at the time of incident was unknown at the time of incident. Customer was able to clear the alarm and rewind the insulin pump. The unexpected restart alarm was recurring during normal use. Troubleshooting was performed for unexpected restart and insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart alarm or reset time or date anomaly after change battery noted during testing.